Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing pre-syncope. It was noted that multiple pacemaker mediated tachycardia episodes had been triggered. Upon interrogation, the pulse generator exhibited fat rate output. The device was successfully reprogrammed. The patient stated feeling better after the programming changes and would continue to be monitored.